Event description:
Reportable based on analysis completed (B)(4) 2014. Examination of the returned 4.5x12mm liberte stent revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer - the product mandrel was in the wire lumen. The protective tubing was partially loaded over the stent. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple stent struts in the first and second proximal rows that were bent back distally. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications .the most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).